Manufacturer narrative:
Livanova (B)(4) learned through a requested picture of the variolock tubing clamp that this device was produced before a redesign of the defective component. A corrective action was implemented for the reported issue.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the metal pin that holds the variolock tubing clamp hinge together on the s5 system was found to be missing during setup. There was no patient involvement.